Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d1102: IFU statements the contralateral leg device instructions for use (IFU) were reviewed with respect to the complaint detail for the applicable region and time period, and the following IFU statements were identified in relation to size selection and the reported deployment technique of pushing the device up during deployment. Warnings on usage 5. Do not change the location of the endoprosthesis once it has started to be deployed. [Otherwise, it may end up causing vascular damage or being placed in the wrong location. [Pre-treatment planning] 1. Measure accurate size of the aneurysm, and determine appropriate sizes of the trunk-ipsilateral leg and contralateral legs as well as aortic and iliac extenders. Follow the package insert of ¿excluder (c3 delivery system) or ¿gore® excluder® conformable aaa endoprosthesis (trunk-ipsilateral leg)¿ when selecting the appropriate size of trunk-ipsilateral leg component. [Positioning and deployment of the contralateral leg endoprosthesis] 9. Stabilize the contralateral leg delivery catheter around the entry of the introducer sheath and stabilize the introducer sheath relative to the patient¿s access site. 10. Loosen the deployment knob to release the lock and confirm the final position of the endoprosthesis. Place the endoprosthesis by using a continuous pull of the knob to release the endoprosthesis. Pull the deployment knob and deployment line out of the delivery catheter arm. Deployment starts from the proximal (i.e. Aortic) side and proceeds to the distal (i.e. Iliac artery) side. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. After deploying the trunk-ipsilateral leg, the treatment length on the contralateral (left) side was measured and found to be approximately 10.5 cm. It was difficult to determine whether to use a 10 cm or 12 cm stent graft, and the team discussed it. Based on the physician¿s judgement, a 12 cm stent graft was selected, and it was decided to deploy it while pushing it upward by about 1.5 cm. Although the 12 cm contralateral leg was deployed while attempting to push it proximally, it only advanced by about 1 cm, resulting in partial coverage of the left internal iliac artery. A decrease in blood flow to the left internal iliac artery was observed. The physician determined that no further treatment was necessary, and the procedure was concluded. The patient tolerated the procedure.